Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video of the sample was provided for evaluation. The returned photograph and video were reviewed, and it was noted that the dialysate port was cracked. The reported condition was verified. The cause of the reported condition could not be determined; however, the observed damage is typical of mechanical shock applied on the product leading to its breakage, therefore, the most probable root cause identified is that a shock occurred during shipping or storage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that the dialysate port of a prismaflex st100 set c was cracked and water leakage was observed. The leak was discovered while priming the set and the cracks were found after inspection. There was no patient involvement. No additional information is available.